Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6). Implanted: (B)(6) 2017, explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 22-dec-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 100 mcg/day via an implantable pump for spasticity. It was reported that the patient had changes in response to itb therapy (details unknown). It was reported that contributing factors were that the patient had a recent pump replacement in august 2023. It was reported that the patient was taken to the operating room (or) today for planned catheter replacement. Physician started by first using an 8781 kit to place new catheter at c7. Previously existing catheter tip seen on x-ray at c5-6 interspace. After dissecting down to pump, the hcp proceeded to remove it from the pocket at which time it was identified that the catheter was fractured just shortly below the catheter hub. There was no cerebrospinal fluid (csf) seen in dripping from the other segment of the catheter and there was no fluid buildup in the pocket. Therefore, the physician proceeded to explant the old catheter in its entirety. The new pump segment was then tunneled to the lumbar incision and connected to the new spinal segment. The pump segment was then co nnected to the previously existing pump. At this time, it was noted that the patients oxygen saturation was dropping so a final catheter aspiration study was not done to confirm patency of the new catheter. Patient¿s previous dosing was baclofen, 1489 g/day. After the catheter was revised, the physician made a significant decrease in his dosing to 100 g/day to prevent symptoms of toxicity/overdose post new catheter placement. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was asked but made unknown. Patient had a medical history of spasticity, and tbi (traumatic brain injury) after mva (motor vehicle accident).